Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough and detached from the user's body, which resulted in hyperglycemia. The caller reported that after the adhesive became detached, she observed that the cannula was bent. The customer was taken to the hospital due to elevated blood glucose symptoms. The blood glucose results obtained at the hospital were not provided. The customer was admitted into the hospital and treated for hyperglycemia, however the type of treatment given was unknown. Furthermore, it is unknown how long the customer was hospitalized.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.